Manufacturer narrative:
Additional information: the investigator assessed the event as related to the index device. The sponsor assessed the event as not related to the index device, index procedure or paclitaxel as per the revascularization details this is not a target lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a in.pact av access was used to treat the right arm. Approximately 7 months post procedure patient suffered restenotic av fistula. Stenosis in cephalic arch of right brachiocephalic av fistula. Successful drug coated balloon angioplasty performed. One drug coated saber balloon was used followed by a paclitaxel coated medtronic in.pact admiral balloon. A saber balloon was then used again. Patient recovered.